Manufacturer narrative:
The facility declined to provide information in regards to the reported event, specifically the lot number of the indicator tape, whether procedural delays or cancellations had occurred, any impact on patient(s), sterilizer cycle tape readings and the result of the sterilizer cycle tape readings. The facility could not verify if loads were reprocessed following identification of the curling verify steam & eo indicator tape. The facility stated their sterilizers are operating to specification and the indicator stripe present on the tape consistently evidenced passing results. Steris offered replacement indicator tape to the user facility at no charge however the facility declined and stated they are no longer using the steris indicator tape. Steris is filing this report as we are unable to determine if this event meets our reporting criteria; the user facility declined to provide additional event information.

Event description:
The user facility reported following sterilization cycles, the verify steam & eo indicator tape present on instrument packs is curling and will not stick to packages processed in the user facility's sterilizers.